Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error while trying to rewind the device. The customer's blood glucose at the time of incident was 174 mg/dl. Troubleshooting was initiated and the customer was unable to rewind the pump. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to verify motor error alarm and perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The motor passed motor test. Also, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.